Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead recorded a high, out-of-range shock impedance measurement. A red alert was issued in the remote monitoring system due to this reading; however, the actual value was not available at the time of the data transmission. It was noted that the shock impedance measurements over the past year have ranged from 76 ohms to 127 ohms. An email was sent to the clinic recommending further review, as the red alert would not re-trigger until the device was interrogated with a programmer. No adverse patient effects were reported. The device and lead remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.